Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after therapeutic transurethral resection in saline (turis) procedures performed by the same surgeon during an unknown period of time at two different hospitals, 10 out of 60 patients developed significant bleeding approx. 14-20 days after the procedure. The initial procedures had been completed successfully without any known complications or bleeding and there were no reports about any malfunctions of the medical devices used. The surgeon reportedly vaporized the tissue during the procedure instead of cutting it. The user facilities have several esg-400 hf-generators and one esg-410 hf-generator and it is unclear which device was used for which patient. In this report, the esg-400 is specified since this is the most probable device used. Furthermore, since the surgeon performed the procedures at two different hospitals and it is unclear at which hospital the incidents occurred, the contact details of the main hospital are specified in this report.

Manufacturer narrative:
Additional information: b2 - outcomes attributed to adverse event; d4 - serial number; b5 - describe event or problem; h4 - device manufacturer date; h6 - health effect - impact code device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the two possible serial numbers of the hf-generators which possibly were used without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. It is assumed that the reported bleeding may have been caused by a defective instrument or user error i.e, choosing a wrong mode. Furthermore, in general, the occurrence of bleeding/perforation during or after electrosurgical procedures is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that after therapeutic transurethral resection in saline (turis) procedures performed by the same surgeon during an unknown period of time at two different hospitals, (B)(4) patients developed significant bleeding approx. 14-20 days after the procedure. The initial procedures had been completed successfully without any known complications or bleeding and there were no reports about any malfunctions of the medical devices used. The surgeon reportedly vaporized the tissue during the procedure instead of cutting it. At the case at hand the patient was treated with saline flushing to avoid clot formation. The user facilities have several esg-400 hf-generators and it is unclear which device was used for which patient. In this report, the esg-400 is specified since this is the most probable device used. Furthermore, since the surgeon performed the procedures at two different hospitals and it is unclear at which hospital the incidents occurred, the contact details of the main hospital are specified in this report.